Event description:
Resident was in bed with sling around her, ready for the transfer. While the resident was being raised off bed, the left leg strap detached and the resident fell 0.5 or 1 inch onto the mattress. No injuries were reported.

Manufacturer narrative:
Further information will be provided upon conclusion of the manufacturer's investigation.